Manufacturer narrative:
Dr. Indicated case of bone failure, as pt was very obese. Current info is insufficient to permit a valid conclusion about the cause of this event. If add/l info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a f/u report will be sent.

Event description:
Sternal closure, about two weeks after implanting plates & screws, the screws pulled away from the bone. Revision surgery was required. Dates of surgeries are not known.